Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella, catalog #: 00597206532, lot #: 62953688, op gender femoral, catalog #: 00576401551, lot #: 62881880, articular surface, catalog #: 00596203210, lot #: 62809773, stemmed tibial component, catalog #: 00598003702, lot #: 62964738, taper stem plug, catalog #: 00596009900, lot #: 62846043, articular surface, catalog #: 00596203210, lot #: 62716715, cobalt g-hv bone cement, catalog #: 402283, lot #: 392390. Customer has indicated product will not be returned to zimmer biomet for investigation as the product location is unknown. Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00836, 3007963827-2018-00207, 0001822565-2018-06566, 0002648920-2018-00837, 0002648920-2018-00842. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient experienced infection several weeks after initial procedure and underwent a washout procedure where the devices were removed, cleaned and reimplanted with a new bearing component. Additionally, patient underwent a revision procedure where all component were removed and a cement spacer was reimplanted. The patient was then reimplanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.